Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted in the duodenal wall during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. Post stent placement, the advanix stent migrated, and perforated through the opposite side of the duodenal wall, and the patient was hospitalized for over 100 days.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration. Imdrf impact code f08 captures the reportable event of the patient was hospitalized for over 100 days.

Manufacturer narrative:
Blocks b5 and h6 (patient codes) were updated based on the additional information received on may 30, 2025. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Furthermore, we are unable to provide the complete unique identifier (UDI) # as the product is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e2401 captures the reportable event of retroperitoneal collections. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration. Imdrf impact code f08 captures the reportable event of the patient was hospitalized for over 100 days.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted to treat a biliary obstruction in the duodenal wall due to a large fibrolamellar hepatocellular carcinoma (hcc) during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2025. Post stent placement, the advanix stent migrated, and perforated through the opposite side of the duodenal wall. On (B)(6) 2025, the stent was removed using grasping forceps, and another stent was used to complete the procedure. The patient was hospitalized for over 100 days and the patient is currently well but with likely progressive malignancy awaiting systemic therapy. ***additional information received on may 30, 2025*** it was reported that the event led to retroperitoneal collections and infection requiring prolonged hospitalization.

Manufacturer narrative:
Blocks b3, b5, d6a (implant date), d6b (explant date) were updated based on the additional information received on april 22, 2025. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required to address stent migration. Imdrf impact code f08 captures the reportable event of the patient was hospitalized for over 100 days.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was implanted in the duodenal wall during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on an unknown date. Post stent placement, the advanix stent migrated, and perforated through the opposite side of the duodenal wall, and the patient was hospitalized for over 100 days. ***additional information received on april 22, 2025*** it was reported that the advanix stent was implanted to treat a biliary obstruction due to a large fibrolamellar hepatocellular carcinoma (hcc) on (B)(6) 2025. On (B)(6) 2025, the stent was removed using grasping forceps, and another stent was used to complete the procedure. The patient is currently well but with likely progressive malignancy awaiting systemic therapy.